Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a severe high blood glucose event after swimming, followed by usual carbohydrate intake, with the glucometer reading "high"; the patient later changed the infusion set and completed a full supply change after the insulin cartridge was empty, after which glucose levels decreased, and the healthcare provider directed pausing pump delivery and administering a manual insulin injection, with no reported site abnormalities or infusion set issues. Symptoms included hyperglycemia, elevated ketones, and nausea. Outcomes included serious illness/impairment and the need for unexpected medical intervention in the form of medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding any device component, and no established medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.